Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the lens was stuck in the cartridge while advancing. It was stated the cause of this event was unk. The lens was not implanted and there was no pt contact or injury. The contact stated the aq cartridge fp was used, but the lot number was unk. Also, the contact could not recall the model and lot numbers of the injector used.